Event description:
On 12/02/1999, the manufacturer rec'd a faxed report from the distributor's marketing mgr that states the following: before implanting, the surgical tech had a problem putting heparin through the device, but finally was able to. The physician implanted the device and closed the pt. The physician then couldn't get heparin through so he explanted the device and put a new one in. No further details were provided at this time.